Event description:
It was reported that balloon rupture occurred. A 6.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 6 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.